Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11000rn. Retains of the complaint lot were tested in-house with a low level positive tni calibrator and no results of <0.05ng/ml for tni were observed. The testing event illustrated that lot t11000rn can accurately read low level tni samples. No issues with tni recovery observed. Manufacturing batch records for lot t11000rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2020, a (B)(6) male visited customer site due to a fall. Patient was tested on the triage platform at 19:07, which yielded a troponin I (tni) of <0.05ng/ml. Patient also tested on I-stat at 19:30, which gave a tni result of 0.19ng/ml. A new draw approximately 3 hours later resulted 0.71ng/ml on I-stat. The new draw was not tested on triage. Patient was transferred due to the increase in results. Other cardiac marker results: bnp 166 pg/ml. When asked if patient had an EKG performed, the customers' response was "sinus tachycardia, left posterior fascicular block". Triage troponin ref range <0.05, istat reference range 0.00-0.08. Patient diagnosis is listed as elevated troponin I, pneumonia and renal failure.